Manufacturer narrative:
The account found the head hydraulic cylinder is bent. The account replaced the head hydraulic cylinder to resolve the issue.

Event description:
The account alleged that the head section will not lower. The head section will not lower with electrical power or from the c.p.r. Lever. No pt impact. .